Manufacturer narrative:
Based on the claim against the e-100 esu by the customer noting generator error, an intuitive surgical, inc. (Isi) field service engineer (fse) came on site and inspected the e-100 esu. The fse confirmed the e-100 esu didn't startup and the power button's led was red. The fse replaced the e-100 esu to resolve the reported issue. Failure analysis was unable to replicate the reported failure. The unit was installed onto the test system and completed testing with synchroseal instrument. The synchroseal was used with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times. The e-100 worked without any issue. The complaint regarding generator failure was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup viodv integrated esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical prostatectomy (radical extraperitoneal without lymphadenectomy) procedure, an unspecified non-recoverable error occurred on the e-100 electrosurgical unit (esu). The power button of the e-100 turned red after it was powered on. An isi technical support engineer (tse) was contacted for troubleshooting assistance. The tse advised the customer to perform a hard power cycle of the e-100, but the issue was not resolved. The customer continued the procedure using the vessel sealer extend (vse) with viodv integrated electrosurgical unit (iesu). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the issue was identified when the e-100 was switched on. Ports were already placed prior to the issue being identified. System functionality was checked upon powering on the system, but the e-100 was not inspected. The system initially powered on without errors and technical support was contacted when the generator error occurred. The customer completed troubleshooting by reconnecting the system cable and the power cable of the e-100; however, the led of the power on button lights were red and the generator did not start normally. The procedure was completed robotically. The customer continued the procedure with the vse and vio dv iesu. There was no injury to the patient.